Event description:
The account contacted a customer technical advocate (cta) stating that they had reported a discrepant platelet result of 34.5 k.ul in 2002 that was generated using a cell-dyn 3200 cs analyzer. The results were questioned by a physician. The pt was sent to the e.r. And the pt redrawn per phyician order. A second sample generated a platelet count of 16.1 k.ul. No flags were generated by the analyzer and the histogram looked clean. Disperisonal date alerts (platelet results lower than the established range are underlined) were generated on both results. A slide scan was performed indicating platelet clumps were present. The sample was repeated after being warmed at 37 degrees centigrade for 15 minutes yielding a result of 343 k/ul. A corrected report was sent out and the physician informed. The account stated that a note was attached to the results reported indicating that platelet clumps were present and therefore the platelet count may not be accurate due to platelet clumps. The sample were all drawn on k3 edta anticoagulant and controls were within specification. No impact to pt management was reported.